Manufacturer narrative:
(B)(4). The reported condition of damaged was confirmed during sample evaluation. During visual inspection crack of the light blue main body was noted on both sides of the main body.

Manufacturer narrative:
(B)(4). The cause of the damage was undetermined.

Event description:
A customer reported to baxter an issue of damaged minicap transfer set found during use. The customer stated that there were some cracks on the light blue main body. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample is available for evaluation and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.